Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative changed the battery on the cpu and repaired a pin on the lemo connector. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would produce a black screen during fluoroscopy. No patient injury was reported.